Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the screen shattered while being active in the park. Customer¿s blood glucose was 127 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.